Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing x-ray and motion batteries resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) is hanging up on the initializing message. There was no patient present when this issue was identified.